Event description:
Additional information received from the consumer reported they didn't know if the cause of the implant not working was determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the first device never worked. The device worked for a day or two just quit. They decided to put a new device in so the patient could have an MRI done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.